Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the pushers advanced. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The file will be closed as a misuse of the product. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, when the device was fired, it did not cut. Staples were deployed. The surgeon was unable to remove the instrument. And had to resect tissue to remove the device. The reporter stated the device was fired by a new resident. The surgeon had to re-do the transection and the anastomosis all over again. Surgical time was delayed by two and a half hours. There was unanticipated tissue loss, there was blood loss of 100-150cc. No adverse events were reported due to the delay in surgery. The patient was stable and discharged from the hospital.